Event description:
It was reported that the catheter immediately came off after placement. It was confirmed that sterilized water leakage was found from the balloon when the balloon was inflated again and checked. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records (DHR) review is not available because the corporate lot number is unknown. Investigation summary: the sample returned for evaluation was one 14 fr tri-funnel replacement gastrostomy feeding tube. Visual, microscopic, and functional evaluations were performed of the physical sample. The sample is returned with a small pinhole leak emanating from the mid section of the balloon. Examination of the leak site revealed two superficial external surface damage slits, emanating from the outside inward which did not penetrate through the entirety of the wall, except for a resulting small hole in the balloon wall of one of the slits. The damage is indicative of sharp instrument contact but it could not be determined when/where that contact occurred, whether it was preexisting or occurred during/following insertion. This investigation is unconfirmed for deflation, cause unknown and confirmed for pinhole leak. The investigation indicates that the failure is resulting from pinhole leak, but the exact cause is unknown. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter immediately came off after placement. It was confirmed that sterilized water leakage was found from the balloon when the balloon was inflated again and checked. There was no reported patient injury.